Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine check, mode switch for false atrial arrhythmias was observed. The patient was in normal sinus rhythm. Programming changes were made. The patient has not experienced any adverse effects.